Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to moisture and fluid is visible in the device. Customer stated that she dropped it in the toilet. Blood glucose value was 420 mg/dl. Nothing further reported.

Manufacturer narrative:
No traces of moisture were noted at the electronic, motor, or keypad assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.